Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016 due to advisory/recall. The physicical was dr. (B)(6) at (B)(6) hospital. No information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).